Manufacturer narrative:
Section d4, h4: additional information section d7: correction - the device was not explanted. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's expiration could not be conclusively determined through this investigation. (B)(6) was reported to have been operating as intended at the time of the patient¿s expiration and will not be returned for evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to progressively worsening heart failure. The patient was transitioned to hospice care. It was reported the device operated as intended. The device will not be returned for evaluation.